Manufacturer narrative:
Name: medtronic minimed street:18000 devonshire street city: northridge state: ca code: 91325. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula event on 03 apr 2026. Due to the event, patient¿s blood glucose level was 500mg/dl and was treated with insulin by pump. The site of insertion was abdomen. The infusion set was in use for one day.